Event description:
It was reported that the "staple load misfired in the patient, not all staples ejected properly. Able to safely remove staple load from the patient. Surgeon did not indicate any complications." There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2024. D4: batch # bmiptu03. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: yes. Did the device deliver any staples? Yes, partial fire. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Yes, rigid. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.